Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pd-cannula assembly- (twist, bent, kinked): the cause of the product damage was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 56-year-old male with an indication for use of impella cp for acute myocardial infarction complicated by cardiogenic shock (ami/cgs) underwent attempted device insertion via the right femoral artery using a percutaneous approach. The clinical team was unable to obtain optimal positioning. The pump repeatedly encountered resistance, and staff reported that the guidewire appeared to be catching within the pump. The device was removed from the patient for inspection and/or rewiring, at which point the cannula was noted by staff to be kinked. Due to the observed cannula kink, the insertion was aborted. A new pump was subsequently prepared and successfully implanted. Based on the available information, the pump insertion was aborted due to a kinked cannula observed upon device removal. The event did not result in patient harm, and the procedure was successfully completed using a replacement pump. At this time, the root cause of the cannula kink cannot be determined due to limited procedural details, unknown vessel characteristics, and lack of imaging or returned product for evaluation. The cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
H6 medical device problem code a150202 was corrected to a150204